Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('ended up having surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced tooth loss ("teeth are literally falling apart"), toothache ("tooth pain"), tooth fracture ("lower molars cracked in half"), hyperaesthesia teeth ("teeth are sensitive") and dental restoration failure ("fillings falling out"). The patient was treated with surgery (2 more lower molars removed, 4 root canals / 3 more root canal/crowns and hysterectomy). Essure was removed. At the time of the report, the medical device removal, tooth loss, toothache, tooth fracture, hyperaesthesia teeth and dental restoration failure outcome was unknown. The reporter considered dental restoration failure, hyperaesthesia teeth, medical device removal, tooth fracture, tooth loss and toothache to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media- tooth loss, toothache, tooth fracture, hyperaesthesia teeth, dental restoration failure. Medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Case upgraded with event of medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.